Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The connector assembly had been disconnected and the catheter was returned loose. No additional segment of catheter was found on the connector stem or within the distal connector piece. The sample contained usage residue on the catheter indicating use. Gross visual evaluation of all three pieces was unremarkable. Tactile evaluation of the catheter revealed extreme tensile weakness from the 36cm depth marking to the proximal catheter end. Microscopic examination of the catheter end revealed that it contained the striation-like patterns of an intentional cut. By this it was determined that the catheter did not break, but had become disconnected from the connector assembly and the tensile weakness observed on the catheter was indicative of a strong tensile pull which resulted in the disconnection. The event description indicated that the catheter disconnected ¿when raising the patient¿s arm¿ and it is possible that the catheter was caught and pulled at that time. No potential manufacture caused damage, defect, or deformity was observed. A lot history review (lhr) of reat1190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was disconnected from catheter connector easily when raising the patient's arm for starting infusion.